Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The customer confirmed the issue was resolved and the bio ID was fully functional, the user did not indicate how the issue was fixed. A field service engineer confirmed that the issue was resolved by customer and the bio-ID was fully functional. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ cii safe es user was unable to login station. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.